Event description:
It was reported that the user¿s ilet displayed high glucose and insulin set expired alerts while the user experienced hyperglycemia, with glucose up to 345 mg/dl for approximately four hours, after a recent tubing and insulin change; the user uses a steel cannula set with 23-inch tubing and reported priming only to the disconnect point, performed a fill cannula, dismissed the alarms, declined a tubing change, and planned to monitor. Symptoms included hyperglycemia without ketones and without acute complications. Outcomes included no hospitalization, no professional medical intervention, no backup therapy, and no immediate health effects. Investigation included troubleshooting and education regarding infusion set replacement and priming technique. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia remained unclear given recent supply change, set expiration, and user-reported priming approach. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.